Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during an unspecified procedure using a flexor high-flex ansel guiding sheath, the hub of the dilator fell off with minimal manipulation during the prepping process for the device. This occurred away from the patient. Another flexor high-flex ansel guiding sheath was opened and used to complete the procedure. The patient did not experience an adverse effects due to this occurrence.

Manufacturer narrative:
Corrected data: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor high-flex ansel guiding sheath and dilator were returned for investigation. Biomatter was present on the outside and inside of the sheath tubing, on the sheath's proximal fitting, and within the connecting tube assembly. A significant amount of biomatter was present on the dilator tubing as well. Also, green discoloration was observed on the distal portion of the dilator. The dilator was returned with the proximal fitting separated from the tubing. The sheath's distal tip was found to be severely wrinkled. The inner diameter of the connector cap of the dilator and the flare measured within specification. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.